Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient expired due to sepsis. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.